Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to be in dirty condition. The line cord and plate clip was worn, the pole clamp was worn and damaged, the microswitch was damaged, and the water tank cover was cracked in multiple places. The reported issue was confirmed during functional testing when leaking was observed between the plate clip and microswitch. The issue was traced to the microswitch which was observed to have a broken lever, preventing the disposable from engaging a tight seal. However, the investigation could not attribute a root cause for the condition of the microswitch lever. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been serviced in the previous year, and no indication of service issues. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
It was reported that the device leaked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown, no information provided to date. UDI number is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.